Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information from a nurse from (B)(6) of peritonitis, made mistake/ touch contamination, fluid around lungs, low blood pressure, patient is orthostatic and mental status changes in a patient coincident with dianeal unknown and dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following information was reported. On an unknown date, the patient made mistake/touch contamination. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient experienced fluid around lungs, low blood pressure, orthostatic hypotension, mental status changes and peritonitis. On (B)(6) 2011, the patient was hospitalized for the events. Outcome for the events was unknown. The cause of the peritonitis was reported as patient made mistake/ touch contamination. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. Outcome for the event of made mistake/ touch contamination was not reported. Dianeal therapies were ongoing. The nurse stated that the event of mental status change was unrelated to dianeal therapy. A causality statement was not provided for the events of fluid around lungs, low blood pressure, orthostatic hypotension and peritonitis.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name, manufacture and 510k, however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k12043, h11c31030, h11c16098, h11h18044 and h11e09049 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.